Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he is getting a loudspeaker error; and that the device does not produce any audible alarms anymore. The device was in clinical use at the time the issue was discovered; there was no allegation of an adverse event or any patient or user harm.